Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for a routine generator change, the physician noted an insulation anomaly on the right ventricular lead where the lead was stripped near the header and lead coils were visible. The lead was capped and replaced. The patient was stable.